Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests the death was related to the device. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment, and no anomalies were found.